Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the hospital on (B)(6) 2017, with pump alarms for ¿no power¿ that reportedly had started about an hour prior to admission. The patient had attempted to change the battery at home but the alarms did not resolve. Switching to the backup system controller also did not resolve the alarms. The patient complained of feeling weak and slightly short of breath but denied any other symptoms. Interrogation of the pump determined that it had stopped for approximately 30 minutes. The site determined that it was unsafe to attempt to restart the pump after it had been stopped for that length of time, so inotrope therapy was initiated to stabilize the patient¿s vitals pending surgery for an emergent pump exchange on (B)(6) 2017. No additional information was provided.